Manufacturer narrative:
Product compatibility is unknown. Neither operative notes nor x-rays have been returned for review. The component fit and orientation per the surgical technique is unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Cause cannot be definitely determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.